Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: the up button was under responsive. The button contact was found to be damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up button was under responsive. This report is made based on results of investigation completed on 15-jan-2018.